Event description:
Note: this report pertains to second of two mantis clip used during the same procedure. It was reported to boston scientific corporation that a mantis clip was used in the duodenum during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the assistant operated the handle as intended by pulling backwards until two clicks were heard and felt. After that, the handle was pushed forward again. At this point, the mantis should release from the catheter, but it did not. A second mantis clip was used; however, the same problem happened. The procedure was completed with the original devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not properly deploy.